Event description:
The customer stated that they received a reading of "20 something" so they went to the emergency room and the emergency room tested with result that was "fine". A review of the system was conducted over the phone. The meter functioned as it was intended and it was discovered that the customer was using expired reagent to test with.